Event description:
Vns patient passed away due to a probable heart attack. Date of death is not known at this time. The patient reportedly had an issue with drug use which may have contributed to death. There is no evidence at this time that the ncp system caused or contributed to the reported event.